Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of ble issue was confirmed. The device logs were reviewed, and the cause of the event was due to programmer crashing and ble issue with the programmer and ble dongle error.